Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed there was no damage on the distal tip or guidewire exit port assembly and there was no elongation or stretch in the distal tip assembly. A 0.014- test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Although no damage was found and the unit was able to function properly, the most probable root cause is operational context as performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became caught on the placed stent. The 75% stenosed lesion was located in the moderately tortuous and moderately calcified distal left anterior descending (lad) artery. A cypher stent was previously implanted in middle lad. This pci was performed for a de novo lesion in distal portion of the cypher implanted location. An atlantis sr pro2 intravascular ultrasound (ivus) catheter was used with no problem during pre-ivus. The lesion was pre-dilated with a 2.0mm balloon and then a 2.5mm nobori stent was implanted. Resistance was noted while advancing the ivus catheter during post-ivus. The distal portion of the ivus catheter became caught on the cypher stent and then the image was lost. The physician pulled on the ivus catheter and it was successfully removed from the patient without any issues. According to the physician, the distal portion of the ivus catheter might have become elongated.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, an imaging catheter became caught on the placed stent. The 75% stenosed lesion was located in the moderately tortuous and moderately calcified distal left anterior descending (lad) artery. A cypher stent was previously implanted in middle lad. This pci was performed for a de novo lesion in distal portion of the cypher implanted location. An atlantis sr pro2 intravascular ultrasound (ivus) catheter was used with no problem during pre-ivus. The lesion was pre-dilated with a 2.0mm balloon and then a 2.5mm nobori stent was implanted. Resistance was noted while advancing the ivus catheter during post-ivus. The distal portion of the ivus catheter became caught on the cypher stent and then the image was lost. The physician pulled on the ivus catheter and it was successfully removed from the patient without any issues. According to the physician, the distal portion of the ivus catheter might have become elongated.